Event description:
It was reported that the physician thought there was a lack of stiffness in the atrial stylet maintaining the proper curve which made it difficult to access the atrial appendage. The lead was successfully implanted and it remains active. There were no patient complications reported as a result of this event.

Event description:
It was reported that the physician thought there was a lack of stiffness in the atrial stylet maintaining the proper curve. The lead was successfully implanted and the remains active. There were no patient complications reported due to the stylet issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.